Manufacturer narrative:
Device evaluation: a video was received on june 04, 2019. The video was evaluated and after the lens insertion process the trailing haptic was observed detached. The complaint was verified, however the cause of the complaint could not be determined since through the video the loading process could not be observed. Lens still implanted. A product quality deficiency was not identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation for similar issues were found during the manufacturing record review. The product was manufactured and released according to specifications. A search in complaint history revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the intraocular lens (iol), model za9003, 20.5 diopter was detached after the lens got out of the emerald cartridge and when the lens was inserted. The lens was implanted as is and remains implanted to date. There was no problem with the patient's visual although the post-op refractive value indicated hyperopic. The account is concerned about lens tilt in the future due to anterior capsule contraction. There was no patient injury reported. No further information was provided.